Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one vascutrak pta dilatation catheter has returned for evaluation. On the visual evaluation of the device no specific anomalies noted. On the functional evaluation of the device, an in-house guide wire was attempted to load into the catheter, but it was unsuccessful. On further the device was attempted to inflate but it was unable to inflate. The balloon was cute and noted dried blood throughout the inner guide wire lumen. No further testing performed. Therefore, the investigation for the reported deflation issue remains inconclusive as the functional testing couldn¿t be performed due to the dried blood noted throughout the inner guide wire lumen. A definitive root cause for the deflation issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly failed to deflate. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 03/2024).

Event description:
It was reported that during an angioplasty procedure, the balloon was allegedly not possible to be deflated. There was no reported patient injury.